Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the catheter was kinked and could not insert normally. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was visible on the catheter. The sheath was not returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laboratory insertion test was unable to be performed due to the membrane being unfurled. Two kinks were found on the catheter tubing approximately 72.9cm and 75.9cm from the iab tip. The evaluation confirmed the kinks in the catheter. We are unable to determine when this may have occurred. We are unable to confirm the reported difficult/unable to insert because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the catheter was kinked and could not insert normally. The iab was replaced. There was no reported injury to the patient.